Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg micorparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive bhcg result of 33.86 for one patient sample. The false positive bbcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.